Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4). Actual event date was unknown. This date is based on the date of publication (day and month unknown). Was not possible to match this event to a previously reported event.

Event description:
Borrini, l., bensmail, d., thiebaut, j. B., hugeron, c., rech, c., jourdan, c. Occurrence of adverse events in chronic intrathecal baclofen infusion: a one-year follow-up study of 158 adults. Archives of physical medicine and rehabilitation. Summary: the objective was to assess the frequency and types of adverse events (aes) related to intrathecal baclofen (itb) therapy in adults, and associated risk factors. A prospective observational cohort study of adults followed from (B)(6) 2010. One hundred fifty eight (158) subjects were followed for itb therapy in 2010. One hundred twenty eight (128) were implanted prior to this (¿non-surgical¿ subjects), 30 underwent implantation in 2010 (¿surgical subjects¿), with 20 ¿newly implanted¿ and 10 ¿replacements¿. Most frequent pathologies were spinal cord injury (42%) and multiple sclerosis (28%). Twenty-eight subjects (18%) experienced a total of 38 aes. The rate of aes was 0.023 per month of itb treatment. Aes were related to the surgical procedure in 53% of cases, to the device in 29% (predominantly catheter dysfunctions) and to side effects of baclofen in 18%. Aes related to the surgical incision (scar complications and collections) were more frequent in ¿replacement¿ than ¿newly-implanted¿ subjects (p=0.009). No significant association between occurrence of an ae and subject characteristics (age, gait capacity, spinal vs. Cerebral spasticity and duration of itb therapy follow-up) was found. Nearly half of the aes were serious, extending admission time by a mean 16 days. No ae induced long-term morbidity or death. Ae rate was relatively low in this cohort. This has to be balanced against the clinical, functional and quality of life improvements, which are expected from itb therapy. Reported events: it was noted that the serious events extended hospital admission time by a mean of 16 days (page 4). One patient underwent a pump replacement due to a pump pocket infection. This required systemic antibiotics. The new pump was placed on the opposite side of the abdomen, no signs of meningitis were found. This was categorized as a serious event in table 2. Pli 10, 250. One patient underwent a pump replacement due to a pressure ulcer over the pump. This was categorized as a serious event in table 2. Pli 20, 260. 3. 3 patients underwent catheter revisions due to catheter migrations. This was categorized as a serious event in table 2. Pli 30, 270. One patient had an early catheter disconnect after surgery for catheter tip migration. The catheter disconnect was revised. This was categorized as a serious event in table 2. Pli 40, 280. Two (2) patients underwent catheter revisions due to a dysfunction of unclear origin. One of the patients needed 2 successive catheter revisions. The second revision was effective. This was categorized as a serious event in table 2. These patients responded well to revisions. Pli 50, 290. One patient had two successive catheter revisions for dysfunction of unknown origin. The second revision was effective. Pli 60, 300. One long-term catheter dysfunction was found after multiple investigations for an unexplained increase in the subject¿s spasticity. The dysfunction was suspected to be related to intermittent kinking of the catheter. A catheter revision was successfully performed in 2011. Pli 70, 310. One patient experienced a pump dysfunction. Whenever the volume in this pump reservoir was under 10 ml there was an increase in spasticity; the pump was replaced in 2011 and the problem resolved. The hardware could not be analyzed. This was categorized as a serious event in table 2. Pli 80, 320. 9. One patient experienced scar dehiscence. This was categorized as a serious event in table 2. (B)(4). One patient experienced a neuroma. This was categorized as a mild event in table 2. (B)(4). Four patients experienced a pump pocket hematoma. One of the patients was post-replacement, one was a new implant, one developed the hematoma five months after pump replacement, and one male patient also developed a urinary tract infection along with the hematoma ((B)(4)). One of the hematomas was considered serious ((B)(4)) and the other three mild. (B)(4). Two patients experienced cerebrospinal fluid collection. This was categorized as mild event in table 2. (B)(4). One patient experienced a pump pocket hematoma (serious). (B)(4). There were 7 cases of urinary tract infection. (B)(4). One patient with multiple sclerosis experienced aspiration pneumonia. This was categorized as a serious event in table 2. (B)(4). There was one case of bowel obstruction in a patient who did not have preoperative chronic constipation. This was categorized as a mild event in table 2. (B)(4). There was one case of post lumbar puncture headache. This was categorized as a mild event in table 2. (B)(4). There was one case of withdrawal. This patient presented with acute delirium. This patient had forgotten to attend the refill appointment. This was categorized as a serious event in table 2. (B)(4). There was one case of bloating-constipation. This patient underwent colonoscopic decompression for chronic symptoms of major bloating and constipation since beginning itb therapy. This was categorized as a serious event in table 2. (B)(4). There were 3 cases of bloating-constipation. This was categorized as a mild event in table 2. (B)(4). There was one case of dysuria. This was categorized as a mild event in table 2. (B)(4). Voided: (B)(4). There were 8 cases of pump replacement due to end of life. (B)(4). Seven (7) patients forgot the date of the refill appointment. Systematic pump interrogations and log checks during visits revealed that no asymptomatic pump event had occurred. (B)(4). Neurological surgeons experienced several complications of the scar during pump revision as a result of the dacron pouch. (B)(4). Two (2) patients missed their refill appointments because they forgot the date. The pump alarm (always programmed at 2 ml) had triggered these subjects without withdrawal symptoms occurring. Systematic pump interrogations and log checks during visits revealed that no asymptomatic pump event had occurred. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Correction: the reported events should have been reported as follows: reported events: one patient underwent a pump replacement due to a pump pocket infection. This required systemic antibiotics. The new pump was placed on the opposite side of the abdomen, no signs of meningitis were found. This was categorized as a serious event in table 2. Pli 10, 250. One patient underwent a pump replacement due to a pressure ulcer over the pump. This was categorized as a serious event in table 2. Pli 20, 260. Three patients underwent catheter revisions due to catheter migrations. This was categorized as a serious event in table 2. Pli 30, 270. One patient had an early catheter disconnect after surgery for catheter tip migration. The catheter disconnect was revised. This was categorized as a serious event in table 2. Pli 40, 280. Two patients underwent catheter revisions due to a dysfunction of unclear origin. One of the patients needed 2 successive catheter re visions. The second revision was effective. This was categorized as a serious event in table 2. These patients responded well to revisions. Pli 50, 290. One patient had two successive catheter revisions for dysfunction of unknown origin. The second revision was effective. Pli 60, 300. One long-term catheter dysfunction was found after multiple investigations for an unexplained increase in the subject's spasticity. The dysfunction was suspected to be related to intermittent kinking of the catheter. A catheter revision was successfully performed in 2011. Pli 70, 310. One patient experienced a pump dysfunction. Whenever the volume in this pump reservoir was under 10 ml there was an increase in spasticity; the pump was replaced in 2011 and the problem resolved. The hardware could not be analyzed. This was categorized as a serious event in table 2. Pli 80, 320. One patient experienced scar dehiscence. This was categorized as a serious event in table 2. Pli 90, 330. One patient experienced a pump pocket hematoma (serious). Pli 130, 480. One patient with multiple sclerosis experienced aspiration pneumonia. This was categorized as a serious event in table 2. Pli 150, 380. There was one case of withdrawal. This patient presented with acute delirium. This patient had forgotten to attend the refill appointment. This was categorized as a serious event in table 2. Pli 180, 410. There was one case of bloating-constipation. This patient underwent colonoscopic decompression for chronic symptoms of major bloating and constipation since beginning itb therapy. This was categorized as a serious event in table 2. Pli 190, 420. Seven patients forgot the date of the refill appointment. Systematic pump interrogations and log checks during visits revealed that no asymptomatic pump event had occurred. Pli 230, 460. Neurological surgeons experienced several complications of the scar during pump revision as a result of the dacron pouch. Pli 240, 470. Two patients missed their refill appointments because they forgot the date. The pump alarm (always programmed at 2 ml) had triggered these subjects without withdrawal symptoms occurring. Systematic pump interrogations and log checks during visits revealed that no asymptomatic pump event had occurred. Pli: 490, 500.